Manufacturer narrative:
The event of impaired healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: impaired healing.

Event description:
Healthcare provider reported a left side "implant rotation". Healthcare provider also provided operative report which noted "after patient was initially implanted, we revised patients' reconstruction quite significantly by performing capsulorrhaphies, downsizing the implants, and performing mastopexies. Patient did have some initial wound healing problems but overall has recovered nicely. The left implant continues to flip, resulting in deformity. Of note patient also did notice a small 2 to 3 mm circular nodule just to the left of the left areola (not device related). At that time showed me a very small circular lesion just to the left of the left nipple-areolar complex. This measured 2 to 3 cm in diameter. My guess is it is a cyst (not device related). An intact implant was removed. This did have more or less a fold in it but was intact. I then palpated the lesion, and this appeared to be atop or superficial to their preexisting alloderm. Therefore, I made a small peri areolar incision of about 1 cm and dissected down to the mass, which then actually turned out to be an oil type cyst (not device related), likely from previous fat grafting. There was no sac or any type of tissue to be removed. I could no longer feel the lesion." The device has been explanted.